Event description:
It was reported that cartridge alarms began occurring consistently about every 12 hours over a 48-hour period, and caller had also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged shipment of replacement pump with updated software along with four cartridges and four infusion sets, provided instructions for placing pump into storage mode, and instructed customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement device.